Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43, insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was unknown. Customer reported that they were unable to clear the alarm. The device will be returned for analysis.